Manufacturer narrative:
The p2908 is indicated for use in biliary procedures only. Co's product evaluation revealed that a large diagonal tear was observed in the distal body of the delivery balloon. Several abrasions were observed to be leading to the tear. The size and direction of the tear suggests that the damage occurred while the device was being withdrawn.

Event description:
An endovascular stent with delivery system was successfully advanced to the target lesion site located in the pt's common iliac artery. During attempted balloon catheter inflation, it was reported that the balloon ruptured resulting in the stent being partially expanded. In response, another balloon catheter was utilized to fully expand and successfully deploy the stent. There were no additional complications reported relative to this event.